Manufacturer narrative:
Insulin pump received motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform the self-test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify a21 alarm due to motor error alarms noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart, a cold reset was performed alarm and motor error. Customer's blood glucose value was 250 mg/dl at the time of the incident. Customer reported they were able to clear the alarm. Customer not able to complete rewind. Customer accidentally left insulin pump on during an MRI and now it has a black circle like its on suspend. The device will be returned for analysis.